Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs27 was implanted and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event. Per additional information received, it was reported that the patient had a very large annulus. The perceval pvs27 was thought to bean acceptable size with plication of the annulus, but it was not possible to decrease the annulus size enough for a good result. The patient had significant paravalvular leak which required explanting the perceval valve and implanting an edwards magna ease 29 mm. This added an additional crossclamp and the associated bypass time probably about 50 minutes. The patient did fine postoperatively. The perceval is not available.

Manufacturer narrative:
Based on the information received on this event, the root cause of the reported event can be attributed to a procedural mis-sizing due to patient's factors (very large annulus), with no patient adverse consequences. As no device malfunctions occurred, no further investigations are warranted at this time.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs27 was implanted and explanted on (B)(6) 2020. No further information is presently available. No indication of a device malfunction nor serious injury was received from the site regarding this event.